Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, upon application on abdominal wall, the suture broke, he was using the device when closing a long midline laparotomy incision. He had closed about 5-6 cm of the wound from its superior aspect when one of the two strands broke from the hub of the needle. He was about 1/3 to /2 the distance , he wanted to be but too far along to remove the suture and start over. He started a new suture from inferior aspect and used that one to meet the other. They opened another package of suture to close the abdomen. There was no patient injury.